Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient experienced nickel allergy symptoms post-operatively. Post operatively, symptoms of pain in the whole body, vomiting, difficulty walking, and fever required four weeks of sick leave.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, supplemental form will be submitted accordingly.